Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The following was received from the customer for investigation: one used list #ch3033, 14" bifuse add-on set w/bag spike, spiros® w/red cap, vented cap; lot #unknown. One (1) used manufacturer unknown, yellow tubing extension set; lot #unknown. Visual: there were no visual defects or anomalies observed on the returned devices. Functional: the entire fluid path of the ch3033 bifuse add-on set was pressure leak tested. Leakage was detected in the adapter tube of the ch3033 bifuse add-on set where a puncture was observed adjacent to the mating device drip chamber spike tip. The probable cause is an adapter tube puncture during insertion of the drip chamber spike during use. A device history record review could not be conducted because no lot number was identified. D9 - date returned to mfg: 15nov2023.

Event description:
The incident involved a 14" (36 cm) bifuse add-on set w/bag spike, spiros® w/red cap, vented cap. The following issue was reported by the customer: a 7 year old patient was hospitalized for a chemotherapy treatment as part of acute myeloblastic leukemia. During the installation of the idarubicin infusion by the nurse in the room, she noticed chemotherapy leaking between the y-connector and the IV drip. A small volume of the chemotherapy was lost; the remaining of preparation was able to be administered in full. There was no direct exposure of the staff or patient to the chemotherapy since it spilled on the floor and on the surrounding equipment. The spillage has been cleaned according to the protocol in place at the facility. There was patient involvement, no adverse events/human harm. There was a delay in therapy of 15 minutes, the therapy was successful, no defects on the product before the incident were noted.